Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the therapy was turning off by itself. When the patient programmer was in their purse it sometimes turned off the implantable neurostimulator (ins). This started in 2017. The buttons were so touchy that sometimes the buttons got pressed in their purse. The patient would hear the buttons beep and could hear it go off. Then the patient would not have any stimulation. The consumer inquired whether there was a plastic pouch for the patient programmer instead of the cloth one. The patient had been trying to reinforce the plastic pouch to make sure the case was hard enough. It was reviewed with the consumer during the call that if the patient programmer was not over the ins then it would not turn stimulation off. The consumer stated that they usually press the white button on the front of the patient programmer and they could see that it was on. During the call, the patient programmer status was checked and the ins was on. The patient was redirected to their health care provider (hcp). No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, (B)(4), implanted: explanted: product type programmer, patient. Implanted: explanted: product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no steps were taken to resolve their stimulation turning off and their programmer buttons being touchy and getting pressed while in their purse because they stated that they were told the device does not turn off unless it (patient programmer) was on the implant. They stated that this answer was wrong because they had it in a box that didn't allow the buttons to be touched and it somehow turned off. They stated that they did think that it was just too touchy. They stated that they were not very happy with it. The patient also reported that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient did not think the programming seemed right from the beginning, and the patient had a lot of pain and difficulty. The patient received epidural shots, which did not help. The patient met with a manufacturer's representative (rep) for reprogramming, but the issue was not resolved. The patient met with another manufacturer's representative (rep) for programming, and after it seemed to work much better. The patient stated that at a later time she had a lot of pain and would check the status of the ins with the patient programmer, and it would be off, which the patient found irritating. The patient reported the ins was turning off by itself. The patient stated she told the rep about this, and the rep informed her that she did not need to bring the patient programmer with her everywhere. It was reviewed that the patient programmer would not be related to the ins turning off unless the patient was manually turning it off. The patient stated she was not and denied any falls, trauma or medical tests. It was suggested that the patient keep a journal of on/off incidents. Charging best practices were reviewed. It was reviewed that the ins would shut off if it depleted. The patient reported it had depleted once before. The patient was able to turn the ins on after this. The patient was redirected to her healthcare provider (hcp) to address the ins shutting off. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins unexpectedly shutting off was so far resolved by the patient getting a new controller, but the cause of the ins shutting off was not known. No additional symptoms were reported.